Event description:
While priming the prisma machine, rn found that the blood pump was not functioning. Rn could not complete the prime. Pump was removed from service and sent to biomed. A new pump was obtained for pt. No harm to pt. Biomed evaluated, but did not use the original set up. Biomed could not duplicate the problem. Machine functioned normally for biomed. It was calibrated, scales verified and returned to service.